Event description:
The patient contacted lifescan and reported that their one touch ultra meter kept giving the error 1 message. Medical affairs specialist called and left a message for the patient to obtain further information. A letter will be sent since there was no response back. The patient was feeling shaky at the time of concern. It is unknown as to how long they was getting the error 1 message on the the meter. They was taken to the hospital and was placed on IV. There is no further information regarding the hospital visit. It is also unknown if they had attempted to test on their meter prior to being taken to the hospital. During troubleshooting, it was verified that the patient's testing technique was correct. They were asked to retest on the meter, but the issue persisted and they received an error 1 message on the display. The meter's battery compartment was checked and the condition of the battery compartment was good. Error 1 message in the touch ultra meter indicates that there is a problem with the meter. A replacement meter, test strips, and control solution were sent ot the patient.